Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of incident. Customer declined for the troubleshooting. Customer also stated that the insulin pump had blank screen. Customer found the crack around the battery cap. The customer was advised to discontinue the use of insulin pump and revert to back up. The device will be returned for analysis.